Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of severe swelling, hardened, pain, tenderness, foreign body sensation and granulomatous lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported events of edema, inflammation, pain and skin irritation: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: 1) inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. 3) indurations or nodules at the injection area. 6) cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿ with lidocaine in the anteromedial cheek. On the next day, the patient was injected with juvéderm® volbella® with lidocaine in the left anteromedial cheek and lip. The patient felt "swelling and tenderness" at the injection sites of the anteromedial cheek. Patient was examined in an emergency room and there was "severe swelling, filler could be palpated harden, pain and tenderness" were all the symptoms. Prior to having the symptoms, the patient had developed tonsillitis (unrelated to the device). About 2 weeks after injection, patient was treated with hyaluronidase, ciprofloxacin, pain killer, betamethasone and cepha. Patient was treated with hyaluronidase again the next day and a "harden granulomatous lump remained." By the next day, the swelling had "went under a lot" and the condition of the patient got better but "there's foreign body sensation palpated in the patient's lips still." This is the same event and the same patient reported under MDR ID #3005113652-2017-00283 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
The event of delayed hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional has added that the event is a "delayed hypersensitivity."